Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: radiographer. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. When attempting to close the puncture site 6 french sheath in a. Superficial femoral artery (sfa) (vessel size <6mm) after sfa stenting, the closure device did not function as intended. The device's anchor did not deploy from the delivery sheath during withdrawal, resulting in an unsuccessful closure. Manual compression had to be applied to the puncture site, which caused the patient pain and a deterioration in their condition. The patient went to computerized tomography (CT) scan after the procedure and the groin looked good, no bleeding and patient was feeling okay. No harm was reported.

Event description:
Additional information was received on 11dec2025: "deterioration" disorientation: (spelling mistake) the patient did not feel well during the manual compression and needed extra help; however, was feeling okay. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Antegrade punction to a.fem.com. A pre-deployment angiogram was performed. The blood loss was less than 250cc. No concomitant medical products used with the angio-seal involved. No patient demographics were provided due to hospital policy by law.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, and the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).